Event description:
It was reported that the device stopped ventilating while in use on a patient. After finding water in the flow sensor the staff did confess that a bag of fluid had leaked above the ventilator prior to the issue & a "clicking noise" was heard coming from the ventilator. The device alarmed. No pat. Health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.